Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device (a) was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. In addition, two sterile reloads were received. The device was tested for functionality in the straight and articulated positions with the returned cartridge reloads c and d; the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis found that one (B)(4) device (b) was returned in good visual condition and with two sterile reloads present. The device was tested for functionality in the straight and articulated positions with the returned cartridge reloads e and f; the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an "oberlapentresetktion lunge" procedure, two staplers were used for "arteria pulmonalis." The first stapler with white reload could not be fired, the stapler blocked. The surgeon opened a new device, it closed and fired fast. Result: the artery was only half stapled. There was extreme bleeding - high blood loss. The surgeon finished the surgery without patient injury. There were no consequences for the patient. The patient is fine. It is unknown how the procedure was completed. As a result of the difficulties encountered with this device, the procedure was prolonged 120 minutes.